Event description:
Boston scientific crm received information that this atrial lead dislodged three times during implant and then again one day post implant. The lead was explanted and replaced. No adverse patient effects were reported.